Event description:
It was reported that prior to the use of an all purpose drainage catheter, the sterility of the device was compromised. During unpacking, the physician noticed the end of the drain was sticking out of the packaging. The physician used another of the same device to complete the procedure. The device was never used. There were no patient complications reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.